Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, far-field r-wave oversensing on the atrial lead was observed on stored egm. Programming changes were made.